Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that he experienced low blood glucose levels at night and high in the mornings. Customer's high blood glucose level was 644 mg/dl. His blood glucose dropped to 54 mg/dl. The customer treated his blood glucose level with food and insulin shots. Customer's blood glucose level was between 30 mg/dl and 600 mg/dl in the last three days. The device was not returned.